Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue was resolved and the system had been used in cases since. It was believed to be due to a workflow issue. Additional information was received. It was reported that "the case was aborted and navigation was used to complete".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, a t1-t2 spinal fusion. It was reported that after drilling into the first two trajectories, the surgeon stated that the projection "[felt] medial". When checking for accuracy, it was confirmed that the screw on the first trajectory was medial, about 7-8 millimeters (mm) off to the right. The manufacturer representative (rep) had a trajectory at the spinal process at t2, and when sending it to the trajectory, it was not on the spinous process. The surgeon aborted using navigation and continued with surgery. It was noted that the rep confirmed that the merge looked okay, however, the surgeon kept the retractor in the field during registration. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. It was reported that navigation was aborted.

Event description:
Additional information was received. It was clarified that the use of the guidance system was aborted and navigation was used to complete. The case was not aborted.

Manufacturer narrative:
H2: additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.